Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that device is not working and needs mdt rep to reprogram device. Pt reports current programs are not working and need to be changed. Pt reports was working with mdt rep (B)(4) (last name unknown), but (B)(4) is no longer with mdt. Pt is inquiring about new mdt rep to reprogram device. The caller was redirected to mdt  no further complications were reported/anticipated at this time. Additional information received on 2021-dec-21 stated that the device was still not working right some steps taken has helped but the reported issue has not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.